Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to coviden on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the join of the catheter was found broke at the venous side when the pt was receiving the second dialysis. The blood gushed drom the joint when the pt was receiving the hemodialysis, then the joint was found broken later. The pt is in good condition now. The catheter was pulled and replaced.